Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01870, 3005168196-2017-01871, 3005168196-2017-01872, 3005168196-2017-01873.

Event description:
The patient was undergoing a coil embolization procedure to treat a cerebral aneurysm (ba-top) using penumbra smart coils (smart coils) and penumbra smart coil detachment handles (handles). During the procedure, the physician deployed two smart coils into the target vessel but was unable to detach the coils using the handle. After a couple of attempts using the same handle, both coils finally detached successfully. The physician then deployed a new smart coil in the target and attempted to detach it using a new handle. After the first attempt, it was confirmed that the black alignment zone (pet lock) on the coil pusher assembly became separated about three millimeters. After making additional attempts, the black alignment zone peeled off and pulled into the handle. It was fluoroscopically observed that the smart coil was detached successfully. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.